Manufacturer narrative:
A third-party service agent evaluated the customer's device and verified the reported issue. The customer was sent a replacement lid and battery to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the magnet was missing from the lid of their device. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the users has to push the power button underneath the lid to turn the device on. There were no reports of patient use associated with the reported event.